Manufacturer narrative:
This MDR is related to ge healthcare. The customer will install the battery.

Event description:
The customer reported that in cine mode, the image starts out okay and then the screen goes dark and gives filament regulator error and low ma error messages.